Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a continuous glucose monitor reading ¿high¿ and a confirmatory fingerstick over 400 mg/dl; the user reported that dinner was announced correctly and that an infusion set change was performed, with the removed cannula appearing not bent, followed by tubing-only replacement per guidance. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no hospitalization and no reported injury. Investigation included customer service troubleshooting and education regarding infusion set and tubing replacement and monitoring guidance. Investigation of this case revealed no device alarms and no observed infusion set damage, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.